Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having occasional trouble with the lost sensor alarms. Since the customer was reporting a past event they could not recall their blood glucose. Troubleshooting was performed and communication was re-established between the insulin pump and the sensor. Nothing further was reported.